Event description:
Heartport vent catheter - endoplege component - it was reported that the balloon ruptured.

Event description:
Eccentric balloon during prep. Upon evaluation of device was found to have burst, not be eccentric.

Manufacturer narrative:
Customer report was not confirmed. Balloon was partially inflated and maintained inflation without leakage. Balloon was also intact without any visible damage. However blood was evident underneath balloon and inside inflation lumen. Both pressure and infusion lumens were clear. It appeared that there was interlumen leakage between pressure or infusion lumen to inflation lumen. However it was not able to locate the interlumen leakage due to occluded inflation lumen. No destructive test was performed to the unit in attempt to locate the leakage. Unit is sent to accellent for further evaluation. The device balloon was visually inspected under 10x magnification and it is noted that there are no holes or tears in the balloon material. The balloon was then inflated with 2cc of colored water and there are no leaks detected. The balloon stays inflated. There are no defects detected with the balloon.water was introduced through the infusion and pressure lumens and the water flows from where it should. Visually there is a kink in the steerable tip and the tip will no longer steer. The contamination guard is torn. These two defects do not affect the way the device functions. There are no other defects detected with this device.